Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The tip, distal shaft, collar and hypotube were tactilely and microscopically inspected. Inspection revealed a partial separation at the collar with numerous kinks in the hypotube and distal shaft. The inner diameter of the collar was measured. Functional testing could not be carried out due to the damage to the separation in the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-aug-2017. It was reported that a stent could not cross and got stuck in the catheter. The target lesion was located in the severely calcified and tortuous mid left anterior descending artery. A guidezilla¿ was selected for use. During the procedure, it was noted that a stent could not cross the guidezilla¿ and got stuck in the catheter during crossing. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed a partial separation at the collar.